Event description:
It was reported that during a da vinci s surgical procedure, the orange part of the pk dissecting forceps instrument cautery piece cracked, however, nothing fell into the pt. The planned procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering did not observe any cracks on the orange connector at the backend. The connector is properly seated and does not exhibit obvious damage. Engineering found one conductor wire broken at the yaw pulley exit. The yaw pulley is missing a .160" x .060" piece on the opposite side of the conductor break, allowing the grip to move within the pulley and have a larger range of yaw motion. The added range of grip motion likely created excess tension on the wire, causing it to break. Per the cause notes, no instrument components fell inside of the pt during the surgical procedure. Engineering also observed a couple of deep scratches with light material removed on the distal end of the main tube. The scratches are not aligned with the tube axis. The location and appearance of the scratches suggests that they may have been caused by instrument collisions and/or rough handling. No other damage was found. Conclusions- the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.